Event description:
The customer reported short circuit during inspection for use involving an olympus wm-*p2 series of endoscopy workstations. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.